Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 75 to 90% stenosed lesion located in the moderately calcified common iliac artery (cia) with this 8.0-20, 80 wanda balloon catheter. While attempting to increase pressure the balloon ruptured. It is unknown on which inflation and at what atms the balloon ruptured. The device was removed from the patient intact. The procedure was completed with a different balloon catheter. There were no reported patient complications. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).